Event description:
New information received states the lead was capped and replaced. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the clinic for follow up, upper out of range pacing lead impedance was observed. Increased capture threshold was observed. Lead capping was recommended. The patient condition is fine. The patient will continue to be monitored.

Manufacturer narrative:
A partial lead with the connector pin measuring 7.9cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.